Event description:
A zoll regional manufacturer contacted zoll customer support to report that a (B)(6) female patient was receiving frequent electrode belt alarms. A zoll patient service representative (psr) visited the patient and discovered that the patient's electrode belt cables were damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (electrode belt alarms, damaged belt cables) has been confirmed. Upon investigation the cable connecting the distribution node to the rear therapy electrodes was pulled from the cable strain relief, detaching the cable wires caused the reported electrode belt alarms. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the strained cable. The patient received a replacement electrode belt.